Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manger had been failing repeatedly. The field service engineer had already replaced the remote manager. However, the site continued to experience an issue where the unit would unlock and immediately lock again. The fse replaced the control board and wiring harness, then tested the unit in hardware test application, but the issue persisted. The fse retrieved a replacement pyxis cable and tested it, but the problem remained. Finally, the fse installed a 15-foot pyxis cable, which resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the remote manager was keep failing. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.